Event description:
Leaking was noted after tigerpaw device was used on the left atrial appendage (center 2 fastener's connectors had come undone. The doctor used a 2nd tigerpaw device but still not sure about leaking. The pt was returned on bypass. The defect was sutured. The pt received a transfusion (not indicative of the tigerpaw device failure). The amount of blood loss was 30 cc. Pt condition was described as stable on (B)(6) 2014.